Manufacturer narrative:
No unexpected no delivery alarms, occlusion anomalies or insulin flow blocked alarms noted during testing. Unit passed displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Pump error 37 alarmed during rewind due to moisture damage on motor assembly. Corrosion on force sensor assembly and corrosion on electronic board stack

Event description:
The customer reported via phone call that her insulin pump had received insulin flow block alarm during fill tubing. The customer's blood glucose level was 330 mg/dl. The customer was assisted in troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. She was also advised to put the insulin pump into storage mode. The insulin pump will be returned for analysis.